Event description:
The sthc1, st holster is not rotating appropriately to different clock settings to achieve a successful specimen retrieval. It was reported that the rear rotation knob was no longer working and that the dr was using the front thumb wheel when, during a breast biopsy, the probe would no longer turn to desired turn for the next specimen to be taken. The biopsy was suspended as a result of inability to retrieve samples from the desired location. The biopsy will have to be rescheduled.